Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level was 487mg/dl. The customer's most current level was 382mg/dl. The customer treated the high with manual injection. Troubleshoot was conducted. The nurse is being sent tubing clamp to conduct high pressure testing. The customer was advised to conduct full set, reservoir, and insulin change. No further assistance provided at this time.